Event description:
Pt. Underwent an elective angioplasty and stenting of the right coronary artery and circumflex and left anterior descending coronary artery in 05. Pt. Discharged home the following day. Received report from the cardiologist that pt was readmitted to another hospital. Three stents were used.